Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective therapy with their cervical lead. High impedances were noted. Reprogramming was unable to resolve the issue. As a result, the patient may undergo surgical intervention to address the issue.